Event description:
It was reported that a 2.75 x 23 mm xience v stent was intended to be implanted at a lesion in the left anterior descending artery (lad) with heavy tortuosity and heavy calcification. The xience v stent was attempted to be crossed through a previously placed non-abbott stent. However, resistance was encountered with the previously placed stent, and the xience v stent partially dislodged from the stent delivery system (sds) balloon. As the dislodged stent was still attached to the sds, the sds balloon was inflated to 6 atmospheres (atm) and the guiding catheter was pushed forward a little to retract the stent into the guiding catheter. The procedure was completed with balloon angioplasty only. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.